Event description:
It was reported to philips that the system could not perform exposure. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The failure occurred in the image process and the issue persisted even after restarting the system. Fse checked the logfiles and found the error cannot communicate with the image processing pc (ippc). Upon troubleshooting, fse found the ippc was not down and connected the os disk directly to the mainboard, which temporarily resolved the issue. The same issue reoccurred after two months, and when the fse replaced the ippc and downloaded the software, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user check program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.